Manufacturer narrative:
Initial reporter is company representative. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the needle was jammed inside the expressew gun, and the distal tip was broken off of the needle. When the expressew gun is not properly cleaned after reuse, debris can build up inside the shaft of the gun. When excessive debris builds up inside the shaft of the gun, the needle can become stuck when fired. From past investigations, the needle can become jammed if the user attempts to remove the stuck needle from the distal tip of the gun. This is not the intended removal path when the needle becomes stuck. When this operation occurs, excessive stress on the needle can cause the needle to break at the distal tip therefore is a potential root cause for the issues experienced by the customer. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's related to the reported complaint condition were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that following the completion of a rotator cuff repair procedure, on the back table on (B)(6) 2019, the white tab came off an expressew iii needle which became stuck in his expressew iii suture passer with hook. The customer tried to remove the needle from the distal tip of the suture passer which resulted in the needle breaking. The event was post-operative with no patient consequences. This is report 1 of 2 for (B)(4).